Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced mixed urinary incontinence, vaginal vault prolapse, recurrent mid urethral descent and incompetence of pubocervical tissue. The device remains implanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 2183959-2014-63075; related to manufacturer report #: 2183959-2014-63794; related to manufacturer report #: 2183959-2014-63767; related to manufacturer report #: 2183959-2014-63766.